Event description:
During the surgical procedure the endowrist prograsp instrument was not working properly. At the end of the surgical procedure it was noticed that a piece of the proximal clevis was missing. No pt harm, adverse outcome or injury was reported. The customer indicated that they would not be returning the instrument to isi for evaluation.